Event description:
The customer reported experiencing continuous occlusions with their tandem mobi pump, accompanied by cartridge alarms, which affected the pump's functionality. This issue had caused the customer's blood glucose to read as "high," indicating an adverse impact. To resolve the problem, the customer underwent escalated troubleshooting with support staff, who confirmed that a replacement pump was necessary due to the persistent occlusion issues. The customer received instructions on how to handle the return of the defective pump and was informed about programming their settings and cgm connection into the replacement unit. The new pump sent to the customer featured updated software to help address the issue.